Event description:
It was reported that a patient underwent implantation of an intraocular lens in the right eye. Following completion of the procedure and full insertion of the lens, the intended astigmatism correction was not achieved. As a result, the patient subsequently underwent an explant during which a non-toric intraocular lens was implanted as replacement lens. The patient fully recovered following the explant. There was no delay in treatment or other interventions performed. No further information regarding the complaint is available.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6b: explant date: unknown, information not provided. Section e1: email address: unknown/not provided. Section e1: initial reporter: telephone number: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Follow-up attempts have been made but no information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.